Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. No reason was given for the hospitalization. Reportedly, the pump was functioning as intended at the time of the call. No further information on the reported issue was provided.